Manufacturer narrative:
Voluntary mw number mw5069225 was received 15 may 2017.

Event description:
Voluntary mw number mw5069225 was received 15 may 2017 and indicated the following: in 2016, patient was implanted with dorsal root ganglion (drg) leads over t12 and l1 without difficulty and achieved greater than 50% pain relief. Patient stated he had numbness without weakness in the left anterior thigh at discharge. Two days later, the patient reported brief weakness with left hip flexion, but resolved in less than 24 hours. Patient returned for implantation of internal pulse generator. No further weakness in left lower extremity. No surgical complications. In 2016, the patient returned to the operating room to revise the drg leads since they were no longer achieving pain relief. Physician also learned that the patient restarted experiencing weakness with the left hip flexion. On exam, 4/5 strength of left hip flexors. The t12 and l1 leads were removed and placed at t11 and l2 without complication. Physician was in communication with the patient regarding the left thigh weakness during the month of (B)(6). Patient¿s primary care physician (pcp) was contacted by the implanting physician who recommended the patient be treated with steroid dose pack and pregabalin. Patient also informed of recommendations to pcp. Pcp and patient did not follow through. In 2016, patient decided the drg stimulator was causing an increase in pain of the left groin area. The entire system was explanted. Post-operatively, the patient demonstrated 4/5 strength with left hip flexor muscles. On (B)(6) 2017 patient¿s son informed me that the patient¿s left hip strength returned to normal.